Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: performed a hard reset then a deep clean let it sit for 30 minutes. Staff received pump problem, tubing error tested and cleaned multiple times no patient harm, no stopped infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
The complaint was flagged for sticky pins. The device was returned for investigation. During investigaton, the pump was able to pass final acceptance. Internal investigation was performed and found the fva valve pins and loading pins to have foreign substance on the moving surfaces. It is believed that the extra extensive cleaning of the pump was able to free up the fva pins so that the pump was able to function properly during testing. The fva pin lip seals and loading pin lip seals will be replaced to ensure overall functionality and then the pump will undergo all necessary functional testing.